Event description:
During a surgical procedure the tip broke off the instrument and fell into the pt. Surgeon retrieved all of the pieces. No harm or extended stay for the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off of the sheath tube. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The broken piece of ceramic was returned with the unit. A significant chip and a crack are noted on the broken piece that continues from the fracture site to the base of the component. Also noted are minor dents along the tube. Conclusion: the exact cause of the breakage of the ceramic tip cannot be determine, but due to the evidence of the chip and crack noted on the broken piece of ceramic, it is reasoned that excessive force or physical trauma was inflicted to the tip of the device. It is important to reiterate that the base of the ceramic tip remains secured in the instrument, indicating that the epoxy functioned appropriately.